Manufacturer narrative:
(B) (4): eval method: other, device history reviewed. Results: other, device history review found the product met specs when released for distribution. Conclusion: other, cause of event cannot be determined. Analysis: no product was returned for analysis. Conclusion: the device history record was reviewed and showed that this valve met all mfg specs for product released for distribution. No issues were identified that would have impacted this event. Without the return of the valve for eval, no definitive conclusions can be drawn regarding the performance of the valve. Should the valve be returned, a supplemental report will be sent following the completion of the analysis.

Event description:
Medtronic received info that this bioprosthetic valve, implanted 2 years, was explanted due to aortic insufficiency.